Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: the sheath liner was fully expanded. There is a liner tear, 24cm in length from distal tip and a kink was located at the strain relief, at 2cm from hub. The esheath distal tip opened but was torn radially. All score lines were present at intended locations. Dimensional inspection was performed. Liner thickness was measured along the liner tear. All measurements were found to be within the specification. Imagery was provided by the site, and the following was observed: esheath liner was torn through entire length. The esheath distal tip torn radially and one kink in the strain relief. The sheath shaft was curved. The 3 mensio report showed minimal vessel diameter greater than 6.0mm (suitable for a 16f esheath plus), no relevant calcification at the access vessels and severe tortuosity at both external iliac arteries present. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn was confirmed, based on evaluation of returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by the manufacturing process variation during tecoflex trimming step leading to hdpe damage, as documented in an existing investigation. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles (access vessel tortuosity) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Regarding the reported existing resistance, through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported resistance was confirmed based on evaluation of returned device and provided imagery. Available information suggests patient factors (tortuosity) likely contributed to the event as the access vessels presented tortuosity as per provided 3mensio report. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The reported sheath liner torn and sheath kinked, bent was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (tortuosity) and procedural factors (high push force) likely contributed to the event as per provided imagery there was presence of tortuosity at the access vessels, and difficulties were encountered while advancing through the sheath. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interact complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in israel, regarding an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the insertion of the 29mm commander delivery system, a lot of resistance was felt, but it was managed to exit the esheath plus with the 29mm sapien 3 ultra resilia valve. There were no problems with the valve or delivery system observed in the fluoroscopy and the procedure continued with the successful valve implantation. During the removal of devices, the esheath plus was removed without the introducer inserted, and upon removal it was found a kink in the strain relief, the liner was torn and the distal tip also torn . The patient did not suffer any injury during the procedure that was completed successfully.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Section g4 PMA number has been updated.